Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient experienced nerve stimulation and diaphragmatic stimulation. The right atrial (ra) lead was noted to be dislodged via x-ray and exhibited undersensing and no capture. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.